Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per ivc territory business manger, the issue with the actuator at this time is that the tilt intermittently will begin from a neutral position and then drop an inch or two.